Event description:
It was reported that shaft break occurred. During preparation of an 12mm x 2.25mm nc quantum apex balloon catheter, the physician tried to insert the device into the guide catheter. While advancing the shaft got broke outside the patient body. No further complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube is separated 79.1cm from the hub. There are multiple kinks along the hypotube. Microscopic examination revealed no additional damages. There is blood present in the guidewire lumen and on the balloon folds. The balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. During preparation of an 12mm x 2.25mm nc quantum apex balloon catheter, the physician tried to insert the device into the guide catheter. While advancing the shaft got broke outside the patient body. No further complications were reported.